Event description:
Note: the dates of event and procedure are unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) placement (patient age, gender and weight are unknown). According to the complainant, leakage was found around the gastrostoma. The device had no visual anomalies. It was replaced with a different device (device unknown) and no leakage was found. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned sample, the device was in good condition and the balloon inflated properly. It is possible that the wrong size cubby was used or that the balloon was not fully inflated. The cause of the reported malfunction cannot be determined.